Event description:
Aqua-box is used to empty blood/body fluids from suction canister liner, mix it with disinfectant and empty it down a drain.there is backflow from the "box" into the suction line. Check valve was not installed in the suction line when device was manufactured. In addition, configuration of suction line and disinfectant line are reversed from labeling - in operator's manual and on the face of the "box".therefore, product was not as per label and was manufactured without all components. Manufacturer is sending check valve to be installed by faccitily's engineering/maintenance staff, as well as corrected labeling.